Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and performed a signal simulator lead test and a wire test. It was found that the EKG signal was normal. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the sys 98xt intra-aortic balloon pump (iabp) did not have EKG signal. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6).